Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting their orthopat machine does not move fluid from the reservoir to the disk. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting their orthopat machine does not move fluid from the reservoir to the disk. No injury or reaction was reported. Evaluation of the unit confirmed the reported problem. It was also noted that there was a blood spill which caused damage to the compressor and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).